Event description:
Vns pt experienced a fall, after which their voice became hoarse, they experienced pain in the neck area and they no longer felt device stimulation. The pt reported that they had never been able to feel normal mode stimulation, but that they had always felt magnet mode stimulation unitl they experienced the fall. The pt was not sure whether they had experienced any changes in their seizures activity since the fall. The pt reportedly lives far away from their neurologist's office and has difficulties obtaining transportation to their follow-up visits. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the device is functioning properly.

Event description:
Product analysis summary: the complete lead assembly was returned for analysis in one piece. A coil break was seen at approximately 1cm past the electrode bifurcation. Continuity check using a multimeter was performed. Continuity check identified a second coil break at approximately 4cm past the electrode bifurcation. Scanning electron microscopy was performed on the coil breaks. The appearance of the first negative coil break (1cm past the electrode bifurcation) exhibits characteristic appearance of a stress-induced fracture. The fracture surfaces did not show any obvious pitting or electro-plating conditions at this break. Inspection of the second negative coil break near the negative electrode helical loop showed that pitting or electro-plating conditions have occurred. Due to metal dissolution the fracture mechanism cannot be determined. Other conditions of th lead are consistent with conditions tht exist following the explant procedure.

Event description:
Further follow-up revealed that the pt underwent lead replacement surgery. Only the bipolar lead was replaced, device diagnostic testing with the new lead attached to the existing generator was within normal limits, indicating proper device function. Ent surgeon indicated that the pt's voice remains hoarse and that the vocal cord is still not moving. Speech therapy is planned.

Event description:
Further follow-up revealed that the patient was seen in the emergency room due to experiencing seizures and passing out. It was also reported that the patient is experiencing vocal cord paralysis. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by neurosurgeon did not identify any obvious discontinuities with vns therapy system. The reported are most likely due to the fall the patient experienced. Revision surgery is planned.